Event description:
It was reported that there was difficulty inserting the right ventricular (rv) lead into the header of this implantable cardioverter defibrillator (ICD) during a generator change out procedure. Technical services (ts) provided troubleshooting. Evidence suggests that the procedure was successfully completed with the same lead. No adverse patient effects were reported outside of the prolonged procedure. Currently, this ICD system remains in service.